Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that no malfunctions were detected and no further diagnostics were performed although it was suggested to the patient¿s doctor to perform a ¿palpation¿ test. It was unknown if any interventions were taken or planned for the patient¿s issue. It was also unknown as to how the patient was doing or if they were receiving effective therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported that patient experienced a burning in the pocket of their implantable neurostimulator (ins) in the ¿butt¿, and going down the leg which started a few weeks ago. It was noted that this occurred with the ins on or off. It was thought that it may be a spinal disc issue. Impedances were initially reported as good for the programmed electrodes but it was noted that an unused electrode (#15) showed a value of >40,000. It was noted that all electrodes were active except #7 and #15. There was no redness noted in the pocket area but the doctor was going to look at the area shortly. There were no falls, trauma, or medical procedures reported that were associated with the onset of this issue. It was noted that the leads were in the pns thoracic area. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).